Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "fm in sst."

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "fm in sst."

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, testing of the customer samples was performed and chunks of burnt silica in the gel was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.